Event description:
It was reported that insulation damage was observed on the right ventricular (rv) lead during an unrelated procedure. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.